Event description:
Device 3 of 3. Reference MFR report numbers: 1627487-2014-25359 and 1627487-2014-25360. It was reported by the surgery scheduler, the pt was undergoing a spinal fusion and the physician wanted the ipg explanted to perform the procedure. Additionally, it was reported the patient's scs system was no longer working. In turn, the patient's ipg was explanted. It was not confirmed if the system was functional. Follow-up revealed the patient's ipg was explanted due to the patient "didn't feel it was helping anymore".

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.